Event description:
Reporter indicated, via the published journal article "vagus nerve stimulation therapy: 2 year prospective open label study of 40 subjects with refractory epilepsy and low iq, who are living in long-term care facilities. Epilepsy and behavior 2005; 6:417-423. Huf, roger, et al "that a vns patient died due to sudep. Attempts for additional information from the reporter have been unsuccessful to date.